Manufacturer narrative:
3/4/1998: h6 - primary finding of device analysis revealed motor stall due to cracked pump tube, which caused the containment unit to fill with liquid.

Event description:
Reported as "failed pump - rotors not turning."